Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management including having adequate and stable preload available. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that the patient experienced multiple episodes of ventricular tachycardia in the days following lvad implantation. The patient received 10-15 external shocks daily since he did not have an implantable cardiac defibrillator (ICD). He was placed on intravenous amiodarone and lidocaine but continued to experience "low flow" alarms when episodes of arrhythmias occurred. The alarms resolved with the administration of IV fluids. On (B)(6) 2015 the patient was implanted with an ICD after being found to be therapeutic on oral anticoagulation. There were no further reports of episodes of ventricular tachycardia. The patient was discharged home on (B)(6) 2015. Investigation is ongoing.

Manufacturer narrative:
Additional information received indicates that the patient was implanted via sternotomy approach. The ventricular tachycardia was managed with overdrive pacing and atp. The patient was discharged home on (B)(6) 2015 and is doing well. The medical team does not believe this event to be related to the device. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The medical team also reported that they did not believe the event to be related to the device. The most likely root cause of the reported event is the patient's recent implant procedure, past medical history for cardiac disease and related comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.